Event description:
Failure code 810:11. The failure was reported to have occurred prior to infusion. No record of any patient incident involving the pump since the last baxter service event and no patient injury has been reported.